Event description:
Healthcare professional reported a left side deflation. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken on fill channel, flat creases, missing on fill channel (75-100%), and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp broken on fill channel and partial delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: a sharp broken on fill channel assessed as an unidentified (tear) opening, a partial delamination of the valve assessed as adhesive failure, and missing on fill channel assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.